Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pre-syncopal episodes and the device went into noise reversion mode. The device oversensed electromagnetic interference and led to 3-5 seconds of inhibited pacing. The patient was fine after the asynchronous pacing has started. No programming changes had been made and the patient will be followed up normally.